Event description:
Patient underwent lvad (left ventricular assist device) replacement surgery following prolonged hemolysis thought to be from a thrombus formed in the lvad circuit. There was a thrombus visualized at the inflow bearing assembly.